Event description:
Boston scientific received information that this patient had been complaining of chest pain. Upon interrogation, some atrial arrhythmias were stored in the logbook, however, these did not coincide with the pain the patient was experiencing. The physician thought there may be a small perforation with the right ventricular lead which may have caused the patient's chest pain. There were no changes in the lead diagnostics and no visible perforation on the x-ray. However, the lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.